Manufacturer narrative:
The active meter is the suspect device.

Event description:
Patient reported that the active system generated a result of "lo" (< 10 mg/dl) without having first applied blood or control solution to the test strip. Patient did not modify therapy based on the result. No associated injury was reported. Patient did not provide the location where the unexpected result was obtained. Technical support requested the return of the suspect product and replacement product was shipped. Active system: meter, active strip lot 22944834 with expiration date 01/31/2008.